Event description:
Boston scientific received information that high thresholds and pacing failure were noted on the ventricular channel. This right ventricular (rv) lead had previously been repositioned due to an increase in thresholds since the implant. The physician elected to replace both the pulse generator (pg) and rv lead. Both products will be returned and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Upon analysis this event will be updated.

Event description:
--